Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed ¿connect cgm,¿ and the user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings with alarm history indicating ¿sensor reconnecting,¿ consistent with intermittent communication failure associated with the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue resulting in intermittent communication failure between the cgm and ilet, involving the antenna component within the electrical and magnetic communication system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.